Manufacturer narrative:
H10: h6: the devices used in treatment have not been returned for evaluation therefore we are unable to establish a relationship between the reported events therefore the root cause is undetermined at this time. Alarm thresholds are set after thorough testing and are always set to ensure the complete safety of the patient. It is possible in extreme cases that the alarm may trigger inadvertently, in this instance therapy will still be delivered. A complaint history for the reported events have been reviewed revealing further instances, these instances are being monitored to determine if additional actions are required. However, this investigation is now complete. As no batch/lot number has been provided, a review of the device history has not been possible and at this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Please be assured that all products are released to market following rigorous quality checks during production and prior to despatch. By acknowledging and investigating your complaint this collaboration enables us to drive our passion to continuously review, improve and steer our shared purpose of providing the best possible outcome for customer and patients. Smith and nephew take all customer complaints and concerns seriously, we strive to have the best understanding of our patients needs and have built a strong culture of care, collaboration and courage to offer a service which we are proud of.

Event description:
It was reported that canister full alarms on renasys touch device but no exudate in canister, canister was changed and continued to alarm, device was changed and continued to alarm. Dressing inspected and good seal and port in good position and continued to alarm, canister was changed to another batch and alarms stopped. A s+n backup device was available and there was no harm or injury to the patient.